Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that, PICC that had first leaked from the insertion site and then had broken at the secureacath attachment. PICC was placed (B)(6) 2025. Catheter was removed at the emergency department on (B)(6) and likely discarded. It was brought in because it was leaking from the PICC, and they can see that the PICC is almost broken at the secureacath. Customer reports it's possible a sharp instrument was used during a dressing change as they've had that happen in the past. Infuse invanz x 1 daily and infuse xydalba x1 every 8 weeks. No injury to the patient. Has now received a port instead.